Event description:
It was reported that the device was used during an appendix resection procedure. It was reported by the affiliate that the et45b jaw did not open and the reload could not be fixed. There was no consequence to the patient.